Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was advised to use mdi as a backup therapy to ensure insulin delivery is not interrupted and was sent a replacement pump by cts. Instructions were provided to put the pump into storage mode and to return the problematic pump using a pre-paid label within 10 days. Customer acknowledged and understood the received instructions.